Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump's vibrate feature did not work. Blood glucose level at the time of the incident was not provided. The customer reported that the device did not vibrate during the self test. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration due to broken vibrator wire. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip.